Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that x-ray imaging revealed migration of three leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the s1 and l5 leads were explanted and replaced, and the l3 lead was explanted to address the issue. Effective therapy was restored post operatively.